Manufacturer narrative:
Final analysis found the device to be in backup vvi operation. The root cause of the issue is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing bradycardia presented in the emergency room. Upon interrogation, the pacemaker exhibited backup vvi operation. A device download was not performed due to low battery status. On (B)(6) 2018, the device was explanted and replaced. No further information was available.